Manufacturer narrative:
(B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). Through follow-up communication with the customer, (B)(4) learned that the patient is still under care at the hospital. The customer reported that there are ten heater-cooler devices in use at the facility, but the serial number cannot be aligned with the patient. These units are still in use and are now placed outside of the operation theatre during procedures. The customer reported that the cleaning procedures are performed according to the instructions for use (IFU). The contact did not know if the devices have been tested. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
On february 14, 2017, (B)(4) received a user medwatch report ((B)(4)) stating that a patient underwent a bio-composite aortic root replacement with a bovine pericardial valve and gelweave valsalva graft for mild aortic regurgitation and an aneurysm from the ascending to proximal aortic arch on (B)(6) 2014. A heater-cooler system 3t was used during the procedure. On (B)(6) 2016, the patient underwent a biopsy of a t11 lesion and afb cultures of the vertebra and disc tested positive. The results were sent to (B)(6) on (B)(6) 2017 for further indentification and sensitivity testing. On (B)(6) 2017, rpob gene sequencing confirmed that the infecting organism was mycobaterium chimaera.